Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the infusion set tubing in attempt to resolve the reported issue, however, the reported issue persisted. Customer¿s blood glucose level ranged from 237-307 mg/dl. Reportedly, the customer declined to further troubleshoot with tandem technical support. No additional information was provided.